Event description:
On (B)(6) 2013 the lay user/patient in (B)(6) contacted lifescan to report the onetouch verio iq meter was giving inaccurately high readings. The technical service representative contacted the patient to obtain and verify information; however the patient refused to speak with the tsr. The sr. Medical surveillance specialist classified the complaint based on the information initially provided to customer service. On an unspecified date, the patient allegedly suffered the symptoms of confusion, sweating and shaking after taking insulin based on a blood glucose reading obtained on the reported meter. The patient did not report any self-treatment or medical attention. On an unspecified date, the patient reported he obtained a blood glucose reading on the reported meter that was ¿approximately 10.0 mmol/l¿ higher than the result of 9.5 mmol/l obtained on a physician¿s office meter. It would have been helpful to determine the date and time of these readings, the patient¿s blood glucose readings and insulin taken prior to the onset of symptoms, his insulin regimen, his expected readings, and any treatment received for these symptoms. Troubleshooting revealed the patient¿s testing technique was incorrect, by incorrectly cleaning the fingerstick puncture site prior to performing the fingerstick. The patient noted he had performed a control solution test with passing results. The meter and control solution were replaced. The patient¿s testing technique was incorrect, which could have contributed to the allegedly inaccurate readings. However, as the patient allegedly suffered symptoms suggesting severe hypoglycemia after taking insulin based on elevated meter readings, this complaint is being reported.

Manufacturer narrative:
(B)(4).